Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device joint was uneven, blocking medicine from being infused properly. The following information was provided by the initial reporter, translated from (B)(6) "the patient, a (B)(6) male, was diagnosed with acute carbon monoxide poisoning due to "being found to be unconscious for more than 2 hours". During the infusion process, a septum needle-free closed infusion joint was used. After connecting the infusion line, it was found that the liquid could not be infused. Check the unevenness of the joint , resulting in poor infusion".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a side view of the top body and top disk of a q-syte. The septum top disk appears to be pushed into the top body (polycarbonate). No other abnormalities or damage are observed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photo provided for this incident did not present sufficient evidence to identify or confirm a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device joint was uneven, blocking medicine from being infused properly. The following information was provided by the initial reporter, translated from chinese: "the patient, a 64-year-old male, was diagnosed with acute carbon monoxide poisoning due to "being found to be unconscious for more than 2 hours". During the infusion process, a septum needle-free closed infusion joint was used. After connecting the infusion line, it was found that the liquid could not be infused. Check the unevenness of the joint , resulting in poor infusion"